Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy irregular period"), abdominal tenderness ("abdominal tender"), abdominal distension ("bloating"), swelling ("swelling") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy). Essure was removed. At the time of the report, the abdominal pain, menometrorrhagia, abdominal tenderness, abdominal distension, swelling and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, endometriosis, menometrorrhagia and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy irregular period"), abdominal tenderness ("abdominal tender"), abdominal distension ("bloating"), swelling ("swelling") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy). Essure was removed. At the time of the report, the abdominal pain, menometrorrhagia, abdominal tenderness, abdominal distension, swelling and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, endometriosis, menometrorrhagia and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.